Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3m0721. Egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3m0720. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three days following a colectomy procedure, wherein three reloads were used to staple the colon, the patient had peritonitis due to the reload did not being position as usual; it did not completely tighten. It was noted that there was a complete disunion of the staple line. The patient had to undergo another surgery for a permanent stoma.